Manufacturer narrative:
Device evaluation summary device evaluation of belt (B)(4) has been completed. The reported problem (constant alarms / damaged connector) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, the trunk cable connector was cracked and there was an open pulse wire inside the trunk cable. The cause of the constant alarms and incoming test failure is the damaged connector and open wire. The root cause of the damaged connector and open wire is excessive force placed on the cable. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant alarms and had a damaged connector.